Event description:
It was further reported that during the index procedure two non-target lesions were also treated in the proximal left anterior descending (lad) artery and distal circumflex artery with non-bsc drug eluting stents. Kissing balloon dilation was performed at the lad-diagonal branch bifurcation and slow flow occurred in the 1st diagonal branch. Nitroprusside was infused into the coronary artery and the slow flow was resolved. However, 1 day post the index procedure, it was noted that the ck level rose. It was reported that the ck rise was caused by the slow flow that occurred one day before. The results of electrocardiography revealed it was a non-q wave myocardial infarction (mi). However, the lesion of the myocardial infarction was unidentified. On day 3, the ck level dropped and no anomaly was recognized on ucg. Therefore the patient was discharged on bayaspirin and plavix on day 4. The investigator reported that the ¿ck elevation¿ was caused by the slow flow but not caused by the myocardial infarction, and the mi was not related with the target vessel.

Manufacturer narrative:
(B) (4)

Event description:
Taxus express post market surveillance study. Same case as MFR report #: 2134265-2009-01825, MFR report#: 2134265-2009-01827. It was reported that 10 days following a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure the pt expired. The index procedure treated three vessels. The first, a de novo 90% stenosed 3.5x15mm lesion located in the proximal right coronary artery (rca). Treatment consisted of pre dilation with an unspecified balloon inflated to 16 atmospheres (atms) and the placement of a 3.5x20mm taxus express2 drug eluting stent deployed at 15 atms. No post dilation was performed. The residual stenosis was 0% with timi 3 flow. The 2nd vessel was a de novo 90% stenosed 2.5x15mm lesion located in the left anterior descending (lad) artery. Treatment consisted of pre dilation with an unspecified balloon inflated to 16atms and the placement of a 2.5x24mm taxus express2 drug eluting stent deployed at 16 atms. Post dilation was performed with an unspecified balloon at 16 atms. Residual stenosis was a 25% with timi 3 flow. The third vessel was a de novo 75% stenosed 2.75x20mm lesion located in the left proximal circmflex (lcx) artery. Treatment consisted of pre dilation with an unspecified balloon inflated to 14 atms and the placement of a 2.75x20mm taxus express2 drug eluting stent deployed at 15 atms. No post dilation was performed. Residual stenosis was 0% with timi 3 flow. The pt was given nitropro into the coronary due to slow flow. Two days post the index procedure, an increase in ck enzymes occurred due to slow flow. The pt was discharged 4 days later on bayaspirin and plavix. Four days following the index procedure, the pt returned requiring reintervention in the 100% restenosed 3.0x20mm lesion located in the left main coronary artery (lmca) resulting in 0% residual stenosis. No further info was available about the reintervention of the lmca. Restenosis of the proximal lcx was also treated, however the details are unk. An aorta dissection occurred on day 4. Accessory symptoms were: cardiac tamponade - related to the aorta dissection and a reservoir of pericardium fluid was found. Hemorrhagic shock caused the pt to go into cardiac arrest necessitating the need for secondary rescue. Pericardium drainage occurred on day 5. Kidney function failure - causing a decrease in alb value in which kenketsu albumin and a high blood transfusion unit (btu) transfusion were given and also causing hyposarca with lasix given on day 9. Cerebral ischemia - causing a cerebral hernia with a diagnosis of brain dead. Pitressin was given due to inner diabetes insipidus related to the cerebral ischemia. Acute renal failure - causing hyposarca and metabolic acidosis in which 250ml of meylon was given on day 8. Bleeding - causing a decrease in hb value, amount of circulating blood and blood platelet , myenteric ischemia. Subsequently the pt expired on day 10. The cause of death is unk. Per the physician, the restenosis of the lmca/lcx was listed as "possibly related" to the device. Per the physician, the aorta dissection was listed as "unrelated" to the device. No autopsy was performed.

Manufacturer narrative:
The complainant indicated the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.